Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The anesthesia record displays a drip row with a concentration that is not the same as what is configured in the standard template. If the clinician starts an infusion that is a different concentration than the row label, the calculated dose per time that is displayed does not match the actual drug amount being delivered.